Event description:
It was reported at the patient¿s last appointment that their impedance was within normal limits. No additional or relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.

Event description:
Programming history was reviewed for the patient. High impedance was found for the patient. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history records were reviewed and the device passed all quality tests prior to distribution. No additional or relevant information has been received to date.